Event description:
It was reported that the customer received a no delivery alarm. The customer also stated that the insulin pump was running out of insulin but not showing low reservoir. The customer's blood glucose was 263 mg/dl. The customer changed out the reservoir and treated himself with the insulin pump. Troubleshooting for the no delivery alarm was not possible because, the alarm had already been resolved by a reservoir change. Advised to call back when the alarm occurs in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.